Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 326 mg/dl for about two hours shortly after changing pump supplies; the user did not use backup therapy or perform ketone testing, and no professional medical intervention was received. Symptoms included high blood glucose without acute complications. Outcomes included no hospitalization and no reported long-term impact. Investigation included user follow-up, troubleshooting, and education. Investigation of this case revealed no device malfunction identified and an undetermined cause for the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unknown and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.